Event description:
It has been reported to philips that the system was switched off and could not be started. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found defective fine-tuning fuse on the mpdu control unit. The fse replaced the fuse and system returned to full functionality. Philips has continue to investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use when the issue occurred. Analysis of the system log files identified an unsolicited power down event on the date of occurrence. A remote service engineer (rse) troubleshot the system remotely with the system user and identified a defective fine-tuning fuse on the main power distribution unit (mpdu). After the fuse was replaced, the board reassembled and functional checks were performed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.